Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) changed only the ¿smaller bag¿ in an attempt to clear the alarm. The patient was connected at the time of the event. The event occurred during dwell 1 on the homechoice (hc). The technical service representative (tsr) explained to the hp that he had to start over with new supplies. The hp indicated the hc was filling and elected to continue therapy using the same supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error, reuse of single-use product during dwell 1, where the home patient stated that he changed only the ¿smaller bag¿ in an attempt to clear the alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.